Manufacturer narrative:
Results: rec'd one red female luer. The luer is bonded to a piece of extension tubing 1.2 cm in length. There is a longitudal crack in the luer approx 1.3 cm in length that leaks when the luer is flushed. A review of the mfg records was not possible due to the lack of the lot # of the device.

Event description:
It was reported that the red port (female luer) of the catheter was cracked. The port was replaced using a repair kit and the pt was sent for dialysis.